Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that she was sent the wrong sensors and tried to use one and it did not work. Customer had an issue with the sensor and blood glucose was 144 mg/dl. Troubleshooting steps were guided for sensor glucose verses blood glucose recurring events. Yesterday the sensor glucose went to 45 mg/dl to 200 mg/dl in 15 minutes. Customer did not go further into troubleshoot, other time she was with acceptable range. Customer states that the pump keeps her sleep deprived and she is getting ready to get a psychiatrist she is so stressed. Customer stated that the pump cuts off in the middle of the night and she wakes up with high blood glucose. The insulin pump suspended in the middle of the night and caused her to go high and yesterday the sensor glucose was 45 mg/dl and blood glucose was 130 mg/dl and probably calibrated. Customer ate fresh pineapple and after 15 minutes the sensor glucose was 200 mg/dl and blood glucose was 130 mg/dl. Twenty seven alarms occurred throughout the night and customer does not know blood glucose alert before low and customer¿s current blood glucose is 110 mg/dl. Customer does not know blood glucose at the time of the incident. The sensor will not be returned for analysis.